Event description:
Pt was admitted on 4/21/99 and diagnosed via aortic cath with severe aortic insufficiency. The pt expired the following day. Autopsy of the heart and lungs was performed and the valve was explanted. Some of the fibrin and tissue on the valve were removed during the autopsy; however, slides will be sent (to retain) of tissue obtained from the valve. Dr is interested in the co's findings and requested the results be sent to him.